Event description:
It was reported that the charger for an ilet bionic pancreas stopped charging the pump, as evidenced by the green indicator light not illuminating when the pump was placed on the charger despite attempts with different outlets, positions, and reconnection. Customer care provided support that included troubleshooting steps and verification of shipping details for replacement. Investigation of this case revealed a suspected charger malfunction preventing power transfer to the pump, consistent with a device component failure of the external power supply. No clinical symptoms during the event reported. Outcomes included arrangement for a replacement charger without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a defective charger.